Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that patient had no relief with interstim device. No external factors were noted by the patient. The battery was completely drained so impedance checks could not be performed however patient reported the device never work for her which led to the revision. During the replacement, a new lead was placed and hooked up to a new battery. No further complications were reported or anticipated.